Event description:
On (B)(6) 2025, the user reported accidentally injecting themselves with insulin while attempting to refill an old insulin cartridge and forcibly inserting a newly filled cartridge into the ilet. As a result, the user experienced hypoglycemia, with a lowest recorded blood glucose (bg) of 45 mg/dl. The ilet issued alerts for low bg. The user reported symptoms of sweating, fear, and incoherence but did not require outside assistance or medical intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.